Event description:
Biomed called to request help with an event log review for a possible over infusion. The nurse reported the female pt received an over infusion of fentanyl over a 4-5 day period. He needs to know if it was a programming error at start up, during the infusion, or if the pump changed automatically. The intended programming was for fentanyl concentration 1 ml= 10 mcs to be set at 10 mcs per hour with a 20 mcs bolus request. Max limit was not known. He reported no pt harm or additional monitoring required. Customer states no further pt or event information is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The product will not be returned. An event log review has been requested. The data set and event logs have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.